Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter had a line going through the display. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the display issue began on (B)(6) 2013. The patient informed the csr that he tests his blood glucose 4-5x/day and manages his diabetes with a combination of oral medication and insulin. The patient stated as a result of the meter issue he could not "see" his meter result and therefore took a decreased dose of his novorapid insulin. The patient reported his base dose is 15 units; however, reduced it to 11 units. The patient reported that approximately 12 hours later he developed symptoms of "sweating, thirsty and a mild tingling sensation". The patient did not test on any device at the onset of symptoms. In response to the symptoms, the patient reported that he drank a glass of water and went for a long walk. The patient confirmed he felt better after drinking the water and going for a walk. At the time of troubleshooting, the csr noted there was no known misuse to the subject meter. The display issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter issue started.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.